Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in the intrinsic morphology during a fast intrinsic rhythm. The sensing vector at the time of the shocks was programmed to the primary sensing vector. Technical services reviewed the data and discussed it with the caller. The doctor elected to explant and replace the pulse generator with a new one. There were no additional adverse patient effects.